Event description:
Boston scientific crm receive info that this right ventricular (rv) lead became dislodged two months post-implant. This lead was explanted and a new lead was successfully implanted. To date, no adverse pt effects were reported. The implant date is not available.

Manufacturer narrative:
The mechanical performance of the lead under complaint was scrutinized. The analysis did not reveal any sign of a material or mfg problem. With regard to the dislodgement as mentioned in the complaint, the analysis did not show any deviations from the mechanical specs. The fixation helix could be fully extended and retracted. Furthermore, the measurement results proved to be within the value range defined by the design specs, even though coagulated blood and tissue residuals were found within the lead tip that may compromise the effectiveness of the fixation screw mechanism. The cuttings in the outer insulation are most likely due to explantation procedure.